Event description:
Information received indicates that during prime, the bioconsole rpms were reduced to a minimum to de-air the circuit. When rpms were returned to higher levels, the low flow alarm sounded. Indications showed the bioconsole rpms were at zero with no flow. The rpm knob was turned to "off" and "on" again at which point the bioconsole functioned as expected. The unit was replaced a a precautionary measure with no involvement.